Event description:
It was reported that during a follow-up of a pacemaker on (B)(6), the screen of the programmer became black. Preliminary expertise of the returned programmer did not show any evidence of screen failure. Investigations are still ongoing.

Manufacturer narrative:
.

Event description:
It was reported that during a follow-up of a pacemaker on (B)(6) , the screen of the programmer became black. Preliminary expertise of the returned programmer did not show any evidence of screen failure. Investigations are still ongoing.